Manufacturer narrative:
Investigation results: customer returned, 1x wgsmall25 file in an autoclave bag. That is broken approximately 2mm, past the last calibration line. Visually checked under microscope and found no manufacturing marks or defects. Lot number not provided. No unopened product was returned for additional testing. Root cause for breakage is unknown.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold reciprocating file small 25mm broke during use. The broken part was not retrieved and was incorporated into the filling. No injury.